Event description:
The pt expired and the cause of death is epilepsy disorder. The reporter also stated that they wanted to return the device for analysis as the family was concerned that the vns device was not working. The reporter had no further info as to why the family though the device was not working. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance. There is no evidence at this time that the ncp system caused or contributed to the reported event.

Event description:
Final autopsy report listed the pathologic diagnoses as: 1. Seizure disorder: a. Implanted vagus nerve stimulator, b. Bite mark left tip of tongue. 2. Single coronary artery ostium, incidental. The manner of death was listed as natural.

Event description:
Product analysis summary: the pulse generator met electrical test specifications. External visual inspection of the generator revealed no anomalies.

Event description:
Cause of death information obtained from the national death index (ndi) was reviewed by the manufacturer which indicated that the patient¿s cause of death was definite sudep with other and unspecified convulsions. There is no allegation or other information indicating that the death is related to vns.